Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Insulin pump unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify failed battery test due to critical pump error alarm.

Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm. Customer changed battery four times but issue not resolved. Battery cap contacts are not missing, damaged, or corroded. Neither battery compartment nor spring are damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.